Event description:
It was reported that the balloon of the syntel over-the-wire catheter ruptured as soon as the thrombectomy procedure started. There was no injury to the patient. The operation was completed using another product.

Manufacturer narrative:
The product was not returned for evaluation. The exact cause of the reported balloon rupture could not be determined. The exact cause of the issue could not be determined. Balloon ruptures are an inherent risk of using this product. As stated in the IFU: exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. As with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.